Event description:
The pt reported having problems post operatively after a "tvt" procedure. The pt reported having an infection in the anterior vaginal wall with the tape exposed. It was noted that pus was draining from this area along with pain, pressure and a pulling sensation. The pt was going back to the surgeon in 2000 to have a correction completed. The pt had asked for systemic antibiotics and was told pt would be given IV antibiotics at the time of the repair.